Manufacturer narrative:
Based on the consumer's reported event and that the malfunction is unclear, this MDR is being reported out of an abundance of caution. A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported she had to go to the emergency room and have the tampon pulled out because she could not find it.